Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011. During the procedure, the nurse experienced difficulties when removing the sheath from the trocar. The drain was not placed. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. During evaluation of the complaint sample, the cap came off when twisted and pulled. Conclusion: the device was received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.